Manufacturer narrative:
(B)(4). No conclusion code available failure event observed during analysis. External insulation abrasion was noted at 34.2-35.1cm and 49.9-50.3cm from the connector pin, consistent with lead friction to another device or feature of the heart. The silicone insulation was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.